Manufacturer narrative:
There are no complaints on the device. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range. As a result, it is determined that the device does not need to be returned for further evaluation, given that the pump calibration successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 10/08/2024, znyo medical received a report from the customer that they had updated the flowrate from 4% to -7%. Test results were at 4% the pump delivered 11.28ml. At 7% the pump delivered 9.98ml. Discovered during routine pm testing. No patient involved.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #:(B)(4).